Manufacturer narrative:
Supplement #1 submitted on 05/feb/2021 additional information: h3, h6 and h10 device evaluation summary: the device was returned to the apollo device analysis laboratory on 18/nov/2020. Needle driver returned dismantled. The wiring is pulled out and the handle is broken apart. There is a suture anchor connected onto the needle body. Functional evaluation could not be conducted due to the state the device was returned in. The complaint could not be verified as functional testing could not be conducted.

Manufacturer narrative:
A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential events of "overstitch-difficulty opening needle body" as follows: warning: do not introduce the device with the needle body in its open position. "Aution: if the needle body does not open, ensure that the anchor has been released from the anchor exchange. Troubleshooting: needle obstructed: assess the space in which you are working and maneuver the catheter and endoscope as a system, straighten the endoscope to the non-retroflexed position. Warnings: ensure that there is sufficient space for the needle to open. Bending of the needle body, preventing the physician from driving the needle correctly or performing the intended procedure.

Event description:
The overstitch system locked after taking a bite of the tissue. The physician then had to cut the tissue in the bite to dislodge the device.